Event description:
A 40 year old female dentist had a mild skin irritation and rash on her face after wearing the masks as well as have an asthma attack. The duration of the symptoms were for two days until she noticed the correlation to the masks. She needed to take albuterol to help and has since gotten better.